Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported the string was unavailable to aid in the removal of the pessary. She experienced this issue with two pessaries. She was unable to remove the pessaries and had to visit a doctor for assistance. The doctor removed the pessaries and the issues resolved.